Event description:
It was reported that "defective balloon catheter. Scrub stated balloon was compromised and was not inflating with helium properly". The iab was removed and replaced. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.